Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no sample. No further information. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that an unspecified number of 24g x 0.56in (0.7 x 14 mm) insyte autoguard experienced catheter splitting/cracked/shearing/frayed which was noted during use. The following information was provided by the initial reporter: material no: 381511, batch no: unknown. Reporter email states: nicu staff states the 24 ga IV catheter , which got changed slightly, is now shearing upon insertion.